Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert stated that the sensor session was ending. Data was evaluated and the allegation was confirmed as an early sensor expiration was observed. The probable cause was determined to be early sensor expiration. The reported event of a sensor session ending is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.